Event description:
During a repeat ptca procedure, difficulty was experienced with the wire during attempts to cross a total occlusion. During withdrawal from the vessel, the guidewire fractured. The report received from european operations indicated that, during a repeat ptca procedure, difficulty was experienced with the guidewire during attempts to cross a total left anterior descending occlusion. During attempts to withdraw the guidewire from the vessel, it fractured and the tip remained within the subclavian. Attempts to retrieve the fractured segment were unsuccessful. Reportedly, the pt is fragile, was treated with abp with a decision to delay retrieval until stable.